Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed as a serial number was not provided. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information a patient with a 27 mm mitral valve implanted for an unknown implant duration underwent transcatheter valve-in-valve procedure in mitral position due to regurgitation. A 26 mm valve was successfully implanted inside the failing 27 mm valve.

Event description:
Edwards received information that a patient with a 27mm mitral valve implanted for 14 years, six months, underwent transcatheter valve-in-valve procedure in mitral position due to regurgitation. A 26mm valve was successfully implanted inside the failing 27mm valve. The valve was noted to be in good position with excellent function on tee. The patient was brought to the csu in stable condition having tolerated the procedure well. The patient was discharged home on pod #1 in improved condition.